Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's cgm displayed readings in the high 50s (58¿59 mg/dl), while the manual meter showed 52 mg/dl. Shortly after, the patient began feeling disoriented and described his symptoms as "drunk-like," prompting him to seek emergency medical care. At the hospital, the patient's actual blood glucose was found to be around 40 mg/dl, and no cgm readings were reported at that time. The patient was treated with intravenous d5w (dextrose) at the hospital. He was admitted in the evening on (B)(6) 2025, but did not provide his discharge date or the duration of his stay. Although the report states the patient was in the hospital, the length of time in the hospital (less than or more than 24 hours) is unknown. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided on (B)(6) 2025. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. No additional patient or event information is available.